Event description:
Additional review of the event determined a portion of this event had been previously reported in manufacturer report # 3004209178-2012-01142. Any additional information received will be reported under this manufacturer report number (#3004209178-2012-00594). Additional information received clarified the chronological order of events. The patient was seen in the clinic to interrogate the implantable neurostimulator (ins) as it appeared to have a power-on-reset (por) event. The patient was seen in the clinic again and staff were instructed on how to save information without resetting the ins in order to acquire information regarding the error codes. A second similar event then occurred (which appeared to be the event regarding the inability to turn on group a, previously reported in 3004209178-2012-01142). Based on the error codes contained in the screen shot "(18,1)" it appeared that the first program in the device existed, but was not part of a group. During interrogation, the clinician programmer validates to ensure the device is in a state that would not cause unexpected behavior for the application. In this case, it checked the rule that if a program exists, it must be part of a group. This appears to have failed. The patient was brought back into the clinic to fix the programming. At the next visit, it was determined that the patient had been playing around with his patient programmer and in some way this appeared to have led to the issues he was experiencing. The patient was reeducated on how to use his patient programmer and no issues had been noted since. The patient was fine.

Manufacturer narrative:
Lead: model 3777-45, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Extension: model 3708140, serial# (B)(4), implanted: 2011 (B)(6), explanted: na. Adaptor: model 355431, lot# n310055, implanted: 2011 (B)(6), explanted: na. Adaptor: model 3550-29, lot# n280995, implanted: 2011 (B)(6), explanted: na. Programmer: model 37743, serial# (B)(4).

Event description:
It was reported that group a disappeared from the patient's programming options. When the hcp attempted to interrogate the device with a physician programmer the 8840 programmer displayed an "invalid setting" code. It appeared that the device had responded appropriately to a rare incident described as a "bit flip", in which something (electromagnetic interference, background radiation, or a cosmic particle) caused a "1" to flip to a "0" in the binary programming of the device. It was reported that no actions were taken, and patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.